Event description:
A pump replacement was requested by the customer due to occlusion issues. The customer's blood glucose level was within the normal range, and a specific value was not reported. After troubleshooting with technical support and cl ss, it was recommended to replace the pump, and arrangements were made to send a replacement. The customer was instructed to continue using the current pump until the replacement arrives and was educated on the necessary steps to return the old device.